Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 10. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Health professional reported to an allergan representative that after injection in the perioral rhytids, nasolabial folds, lateral chin lines and jugal folds with one syringe of juvéderm vollure¿ xc the patient developed nodules at the injection sites. Treatment was noted as prednisone, medrol dose pak, and biaxin. Event has resolved.